Manufacturer narrative:
The reported event of inability to interrogate was not confirmed. The device was received with normal output and normal telemetry communication. Electrical and mechanical tests performed including telemetry communication and outputs verification did not identify any functional issues. Longevity assessment was performed, and the device voltage was at normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during the initial implant procedure, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.